Event description:
The customer reported that nine discordant creatinine (crea_2) test results were identified by the operator of an atellica ch 930 analyzer. The initial test results were released to the physician(s). The same samples were repeated on an alternate atellica ch 930 analyzer and the repeat results were released to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant crea_2 test results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that nine discordant creatinine (crea_2) test results were identified by the operator of an atellica ch 903 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced the 20ul pump for the dilution washer. The cse ran an autocheck with acceptable results. The cause of the discordant creatinine test results was the 20ul dilution washer pump. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.